Event description:
It was reported that the atrial lead pulled back, and on remote transmission the electrogram appeared to show a loss of atrial capture or oversensing. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: addrl1 implantable pulse generator (ipg) (B)(6) 2013; 5076-58 implantable pacing lead (B)(6) 2013. (B)(4).